Manufacturer narrative:
The customer's reported complaint description of catheter tubing fractured/leaked cannot be confirmed. No port/catheter tubing device was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A device history record (DHR) review of the packaging/catheter lots could not be performed since the reported lot number could not be verified. The catheter and locking connector are provided as separate components within the port assembly kit. The end user attaches the catheter tubing to the port (and secures junction with the locking connector) during the implantation procedure. The port was in situ for more than 2 months and event description states catheter was fractured/leaked. This indicates that pinch-off syndrome is potential root cause for the catheter tubing fracture. This is cautioned against in the port directions for use (dfu). Labeling review: the directions for use (dfu) that is supplied with this device, contains the following statements: catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. After implantation and during system use. Each access to the vortex® mp port system should be performed using aseptic technique. Use only non-coring needles with the vortex® mp port system. The noncoring needle design helps maintain the self-sealing septum. Under qualified procedures the vortex® mp port system allows up to 2,000 punctures with an angiodynamics® 22 gauge noncoring needle, when tested at 10 psi. This pressure exceeds the typical levels experienced in clinical practice. Do not use a syringe smaller than 10 ml. Smaller syringes may create an over-pressurized condition in the system. Warning: for chest placement, avoid medial catheter placement instructions for implantation of the vortex® mp port into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route to the subclavian vein. Note: a port placed too deeply may be difficult to palpate and access. Potential complications. Use of the system involves potential risks associated with any implanted device or indwelling catheter. They include, but are not limited to: infection. Occlusion. Drug extravasation (leakage). Catheter pinch-off. Fibrin sheath. Thromboembolism. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2000, plaintiff underwent placement of an angiodynamics triumph-1 product, reference number (B)(4), lot number 1-5100798. The device was implanted at (B)(6) in (B)(6) north carolina, for the purpose of providing chemotherapy. On or about (B)(6)2000, plaintiff was admitted to (B)(6) due to severe chest pain. During her extended hospital stay, plaintiff's triumph was found to have port fracture that required port removal and replacement. Following plaintiff's diagnosis, plaintiff's defective port was removed on or about (B)(6)2000, at (B)(6) in (B)(6) by (B)(6).